Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 432 (mg/dl) and ketones. Customer changed pump supplies, administered correction boluses, and administered an insulin injection to treat bg levels; however, bg levels remained elevated and customer was admitted to the hospital on (B)(6) 2016. While in the hospital, customer was placed on an intravenous insulin drip which stabilized bg levels, and customer was released from the hospital on (B)(6) 2016. Customer reinstated use of the pump, and reportedly, customer's bg levels increased to 364 (mg/dl). System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Contact indicated that health care provider (hcp) has been contacted and believes that customer may have insulin resistance and has been adjusting pump settings since hospitalization. During follow up with tandem technical support on (B)(4) 2016, contact indicated that customer's bg levels have improved and stated that they would call back if any further assistance is required.